Event description:
Revision surgery - the pt developed an infection at the surgical site. The surgeon decided to bring the pt back for an irrigation and debridement. The original insert was removed and a smaller size was implanted to help facilitate range of motion.